Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired the device, it would not open. They manually opened the device and then completed the procedure with a new like device. There was no patient consequence reported.